Event description:
Caller states the customer had low blood glucose symptoms. She treated him with an ice cream bar; within a few minutes the customer tested 134 mg/dl on the compact plus system. Ems was called, and within 5-10 minutes the customer tested 34 mg/dl on the professional device. He was treated with an injection of glucagon and an IV with "sugar" in it. The customer's low blood glucose symptoms improved, and further medical treatment was not required. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.